Event description:
Avid medical inc. Is the manufacturer of a custom procedure tray ref: nhjv0014-07, cataract pack piggyback that includes the following component: cover, back table 44 x 78, ref: 42216ns manufactured by la ada de acuna, s. De. R. L. De c. V. (Registration: 3005997949). Avid medical received a complaint on 06/07/19 reported by o&m halyard. The complaint however was originated by (B)(6) alleging that the back table cover is leaving loose fibers on the sterile field and consequently in patient's eyes. The complaint component was not available for evaluation per complainant. Avid medical issued formal complaint # (B)(4) to the manufacturer for ref: 42216ns, manufacturer lot: ac9029081. No patient injury was reported.